Event description:
Information received indicates the bed is not going into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the trend assembly. He replaced the trend assembly to repair the bed.